Manufacturer narrative:
Other relevant device(s) are: product ID: 9735346r, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cranial resection procedure. It was reported that the localizer was disconnected. The localizer was working and then the site took an imri with "imris" and merged it with the scan in the software. The manufacturer representative rebooted the system and the network interface unit (niu) in the room, but this did not resolve the issue. At this point the surgeon had resected enough tumor that he was comfortable aborting navigation and proceeding with the case. There was no known impact on the patient. There was a reported delay of less than one hour due to this issue. It was confirmed that the system is functioning as intended after pressing the reset button on the back of the niu.